Event description:
In 2009, the pt called for assistance with adjusting his basal rates per his physician. He stated that his morning blood glucose level had been elevated for "about a week" and has read "hi" on his blood glucose monitor. His target blood glucose level is 120 mg/dl. He was assisted with making the changes. He is vision impaired and a sighted person confirmed that the changes had been made successfully. The pt was hurried and did not complete troubleshooting. He stated that there were air bubbles in the insulin cartridge and infusion tubing. He was advised to prime the air bubbles from the system and he disconnected the call. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.